Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost or had no ECG signal. The customer switched to pressure triggering and had a pressure signal. No patient harm or death was reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but could not duplicate the reported malfunction. The fse reviewed the logs. There were no faults listed pertaining to, or on the date of, the reported missing ECG signal. The fse ran the unit on a trainer and balloon. The unit triggered the displayed the ECG normally. The fse connected a mini-sim and verified ECG on I, ii, and iii sources using customer leads. The fse scrutinized the ECG leads and replaced the ECG leadwire set (0012-00-1814-01) and the ECG trunk cable assembly (0012-00-1812-01) as a precaution. The unit passed all functional testing. The iabp was returned to the customer.

Event description:
N/a.